Event description:
I had cervical spine fusion on 4 levels (c3-7) in 2008. The medtronic product infuse-bmp bone graft was used in the surgery. I am reporting the following adverse effects which I believe are directly due to this product being used in the cervical (neck) area. Tuesday july 15 - surgery: the original surgery was the same day at 9:00 a.m. I was discharged from the hospital the next day the afternoon, which was approx. 30 hours after surgery. I did not need IV's, was in little pain and was eating normally. Two days later - complications: I continued recuperating at home, however, on the day after discharged, I began to have problems and my swallowing started to become increasingly impaired. My voice changed and it was raspy when I spoke. My neck became swollen and very red like a skin burn. The following day - ER: the selling continued to worsen, therefore, I contacted the surgeon and was told by the surgeon's pa that swelling was normal and increased difficulty with swallowing was normal. By night, I could not swallow at all, and I had to spit my saliva secretions because I was unable to swallow. Late friday night, I went to the ER, where I was given benadryl and decedron to stop what appeared to be a significant reaction-swelling, redness in the neck and inability to swallow anything. From that point, my condition got substantially worse. I was then given ativan and valium because the decadron or the benadryl caused involuntary shaking in legs and body, which prevented them from doing an MRI of my neck to diagnose the swelling. I have no memory after that. My wife states 15 people came into my room in ER, and she was informed they were losing my airway and I need to be intubated immediately to preserve the airway. At that point, the neurosurgeon that was on-call, who was not familiar with the medtronic device or bmp, indicated that he was recommending removal of the devices and the bmp. He returned later to inform my wife that it was not necessary to remove the devices. Based upon information he was provided by the sales rep for the product, this swelling was normal and the bmp would dissipate over time and eventually the swelling would get better. The surgeon reopened my neck to make sure that there were no other issues. During this second surgery, there were no other issues identified that would contribute to the swelling and in his report he indicated that the cause of swelling may be associated with the bmp product. He is quoted in his report as saying "I am concerned about bmp used and possibly an inflammatory response." After surgery, I continued to be in an induced coma with continued medication with steroids to control swelling. I remained in the induced coma for 3 days, until two days later and continued to be intubated for life support. The same day - remove airway and brought out of induced coma: once it was determined that I could breath on my own, I was removed from the ventilator and brought out of the induced coma. I remained in the ICU where they continued to treat the swelling with steroids. I was moved out of ICU two days later, to a step-down unit, then on friday I was released from the hospital after being hospitalized for a total of 7 additional days. During this time I was unable to eat anything. They tried a ng tube feeding as my weight was down 20 pounds. Unable to tolerate the ng, we went to what they called "risky" eating under the supervision of speech therapy due to the potential of aspirating. When I was released from the hospital, I continued to have severe swallowing issues and some restricted airway issues. Two days later - released from hospital: my recovery at home was extensive including weekly therapy because I could not swallow and to monitor for aspiration. I survived for 2 weeks on "thickened" liquids and yogurt/pudding, and then a month or more on soft foods. I was on decadron and/or prednisone (steroids) from the time I left the hospital until two months later. I had to go back on these drugs 3 times as my swallowing became worse when I was not on some type of steroid. To this day, I am not able to eat certain foods and I always need to have liquid with me when I eat anything to help get it down. In 2009 - conditions continue: I continue to have difficulty swallowing and have other symptoms that are adversely affecting my recover.